Event description:
It was reported that the patient had complained of loss of sensation and efficacy when using their magnet. Patient had previously had an MRI while interrogating the device error code 254 was observed. Tablet data was obtained and reviewed, based off the review a reed switch error was confirmed. The device has been explanted and is available for return, has not been received to date. No other relevant information has been received to date.